Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a dental extraction surgical procedure, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported bur involved with this event was returned for evaluation and the reported failure of breakage was confirmed. Based on the analysis carried out, it is reasonable to suggest that at some point during operation the bur was subjected to an excessive bending moment, or experienced shock loading due to contact with metal, which overloaded the bur and caused it to fracture.

Event description:
It was reported that during a dental extraction surgical procedure, the bur broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.